Manufacturer narrative:
(B)(4). The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o ring, cracked battery tube threads and cracked case battery tube. The test reservoir does not lock in place and unable to perform the displacement test or verify alarm due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.